Event description:
Embolization treatment of an ica aneurysm previously coiled. It was reported two pipelines were deployed and one was possibly prolapsed and the other with some constriction. Balloon angioplasty was performed and both pipelines completely opened. End of procedure, right a1 is noted very slow collateral filling. Previous run was reviewed and show right a1 is occluded with simultaneous blood pressure increased as evident. The patient was administered with heparin and awoke with left side paralysis. Afterward, CT scan was performed and showed that there was a small frontal infarct and areas of ischemia. It was reported the patient has a mild weakness left side and has recovered. The patient was discharged from the hospital.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.model# and lot# of the other pipeline was used:model# lot# dom expfa-77350-10 ju10-043 07/01/2010 07/01/2013(B)(4)